Event description:
It was reported that the patient experienced hemolysis and acute kidney injury post pulsed field ablation (pfa) procedure. The pulsed field ablation (pfa) procedure was performed using a farawave 2.0 cath. A total of 70 pfa applications were performed in left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), posterior wall, right inferior pulmonary vein (ripv) and right superior pulmonary vein (rspv). Therapeutic act levels were not reached until after the left pulmonary vein and posterior wall lesion set was completed. Total units of heparin given was 26,000 with a total drip of 774.5 units. The total case fluid was greater than 1 liter. The patient underwent four dialysis sessions and was hospitalized beyond standard of care. The device is not expected to be returned for analysis (disposed). It was further confirmed that there was no change or difficulties with the work flow. Renal function has not returned to baseline at this time, but my understanding is it is improving. The patient has been discharged. Patient is expected to make a full recovery current creatinine is 4 from 13 in a month period.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields patient identifier (a1), date of birth, age at time of event, unit of measure - age (a2), sex (a3a), gender (a3b), in section a - patient information and describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated the device was disposed and was unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the farawave 2.0 catheter risk documentation was completed and confirmed that the event of hemolysis and renal impairment were defined in the risk documentation. Unexpected medical intervention and hospitalization or prolonged hospitalization are considered within the risk threshold of additional intervention required. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of hemolysis and renal impairment are known inherent risks of the farawave 2.0 catheter device. It is likely that the renal impairment developed secondary to kidney damage caused by free hemoglobin blocking and stressing the filtering structures of the kidney due to the hemolysis. Hemolysis is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced hemolysis and acute kidney injury post pulsed field ablation (pfa) procedure. The pulsed field ablation (pfa) procedure was performed using a farawave 2.0 cath. A total of 70 pfa applications were performed in left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), posterior wall, right inferior pulmonary vein (ripv) and right superior pulmonary vein (rspv). Therapeutic act levels were not reached until after the left pulmonary vein and posterior wall lesion set was completed. Total units of heparin given was 26,000 with a total drip of 774.5 units. The total case fluid was greater than 1 liter. The patient underwent four dialysis sessions and was hospitalized beyond standard of care. The device is not expected to be returned for analysis (disposed).